Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While unpacking a 4.0x16mm promus element during preparation for stenting of a saphenous vein graft, the physician observed damaged stent struts. No patient complications were reported and the procedure was completed with another of the same device.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While unpacking a 4.0x16mm promus element during preparation for stenting of a saphenous vein graft, the physician observed damaged stent struts. No patient complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
Updated: device evaluated by MFR. Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts of the stent on the sixth row from the distal end of the stent were both raised and twisted. The outer diameter (od) of the damage found on the stent struts rows was approximately 1.39mm. The od of the stent area where no damage was present was measured at approximately 1.26 mm. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).